Event description:
It is reported that the device was implanted in 2007, and the pt was revised in 2009, for an unk reason.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.